Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) atrophied the urethra, which led to the patient experiencing incontinence again. A surgical procedure was performed, during which the physician noted that a bigger cuff was needed to make a better fit, due to the patient's anatomy and history of radiation therapy. It was detailed that the physician believes the cuff may have caused the atrophy because of its size. All components were removed and replaced with no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.